Event description:
A customer reported, a complaint of high readings on their freestyle flash blood glucose monitor. A reading of 4.2 mmol/l was obtained on their meter compared to a laboratory result of 2.8 mmol/l. A further reading of 8.3 mmol/l was obtained on the customer's meter compared to a laboratory result of 3.0 mmol/l. All comparisons were taken within a ten minute timeframe. The results when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter and test strips with lot number 0617808. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing.